Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the posterior device was inserted by another consultant a few years ago. The patient attended the hospital under care of a different consultant with mesh erosion detected. The device remained in the patient's vagina. Tape excision and overnight stay was the plan of the healthcare professional.